Event description:
It was reported that the cause of death was unknown. There is no allegation from a health care professional that the death was related to the device.

Manufacturer narrative:
No medwatch form was received.